Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump and the outflow graft were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with heart failure. An echocardiogram was performed, and it revealed that the left ventricular assist device (lvad) was unable to decompress the left ventricle even at increased speeds. Computerized tomography (CT) of chest showed severe stenosis of the outflow graft. A selective outflow graft angiography was performed with stents placed in the outflow graft to treat the stenosis in the mid segment of the graft due to external compression. Patient's condition improved and was discharged two weeks later. The vad remains in use. No further patient complications have been reported as a result of this event.